Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The device was scrapped per the customer's request.

Event description:
The manufacturer received information alleging a ventilator was contaminated with a black powder substance. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly foam was found to be peeled and entered the blower motor. The device's air inlet path assembly and blower motor need replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator was contaminated with a black powder substance. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly foam was found to be peeled and entered the blower motor. The device's air inlet path assembly and blower motor need replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.